Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously high creatinine result that was generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous result was reported outside the laboratory; however, the sample was rerun on another instrument and the result was amended. There was no change to patient treatment.

Manufacturer narrative:
A greiner gel tubes was used for the sample collection. The sample was less than 2 hours old, stored in ambient temperature, and was spun down for 10 minutes. Qc was in control before and after the event. A field service engineer (fse) is still currently investigating whether the customer is handling the greiner tubes properly.